Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire portion of the jaw on the vasoview hemopro 2 endoscopic vessel harvesting system became dislodged and it was lifting up and away from the jaw it was attached to. They continued using the same kit to complete the procedure even though the wire had detached. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).